Event description:
It was reported that the patient that the patient presented to the emergency room after being shocked externally in the ambulance in route to the hospital. The patient received CPR and was pronounced dead. It was also noted that the patient was receiving shocks after being pronounced dead and a magnet was taped to the chest. The actual cause of death is unknown and unable to obtain additional information surrounding the death.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076 implantable pacing lead 2006 (B)(6). (B)(4). The lead has not been returned to the manufacturer and will not be evaluated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.